Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter would power off during use. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged power issue first occurred at 7:15pm on (B)(6) 2017. The patient manages their diabetes with insulin pump therapy and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that at the same time the alleged product issue occurred they developed symptoms of ¿confusion, heavy, sweats and blurry vision¿. The patient did not take any treatment above and beyond their usual diabetes management regimen as a result of these symptoms. At the time of troubleshooting the cca noted that there was no misuse of the product. The issue could not be resolved with troubleshooting. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.